Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter detachment occurred. During a percutaneous coronary intervention (pci), an atlantis¿ sr pro imaging catheter was used in order to visualize an unspecified coronary vessel. However, when the physician tried to access the lesion, the catheter failed to cross due to the heavy tortuous angulation of the vessel and subsequently, the catheter became separated. The physician tried to remove the remaining part of the catheter several times using a snare and ballooning. The physician was able to remove the remaining part of the catheter using kissing balloon technique. The procedure was then completed with the deployment of a stent in the target lesion. No patient complications were reported.